Manufacturer narrative:
(B)(4). The event is confirmed with x-ray received. X-ray review confirms that the acetabular cup appears vertically oriented and may also be anteverted although cup measurements can not be made on this single image. There is mild protrusion of the cup and there is regional heterotopic ossification medially. There is osteolysis along the acetabular cup greatest inferiorly and along the fixation screws and there is absent bone in gruen zone 7 presumably related to osteolysis. Device history records cannot be reviewed since the part and lot numbers are unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03551, 0001825034-2019-03552, 0001825034-2019-03553.

Event description:
It was reported that a patient was revised for osteolysis. No further event information available at the time of this report.